Event description:
A peritoneal dialysis (pd) patient contact (B)(6) contacted (B)(6) customer service to report the patient received sub island dressing and it is not supposed to be sent unless they authorize it because it irritates the patient's skin. Asking for resolution to avoid any subs moving forward without their approval. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).